Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge. Reportedly, the cartridge was filled with (B)(6) units of insulin. Recommendation was made by tandem technical support to load a new cartridge onto the pump; however, the customer abruptly ended the call. There was no reported impact to the customer's blood glucose level.